Manufacturer narrative:
The device was received for investigation and the investigation is currently in progress. A follow up report to be provided following completion of investigation. A review of the lot history record was performed. The device met all specifications.

Event description:
In 2007, a clinical incident involving a perc dc wand was reported to arthrocare. During a discectomy procedure, the tip of the perc dc wand detached and remained in the pt's cervical disc. The physician indicated there was no plan to reoperate to remove the fragment. There have been no pt complications.